Event description:
It was reported that on (B)(6) 2021, the patient developed pleural fluid. Thoracic cavity drainage was performed and the patient improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported event cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, the hospital will not provide any further information at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use, rev. A , outlines adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.